Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and metal cap are still attached to the fiber; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap is protruding from the metal cap; the metal cap adhesion location exhibits burnt glue. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "fiber cap top fell off during the procedure" could not be confirmed; a fiber/glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber tip was loose" noted at 16,933 joules and 03:07 minutes of usage. The fiber was exchanged and the case was completed using second fiber. Patient outcome "ok" reported. No injury to the patient was reported.